Event description:
Event description guidant received information that this right ventricular lead was explanted due to high threshold measurements and loss of capture. A microdislodgment was suspected.